Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, when trying to pass the biorci scrw 7mm through 8.5mm diameter femoral tunnel, the device broke in its proximal part; therefore insertion could not be completed. The broken screw was completely removed from the patient. Procedure was completed, after a non-significant delay, with a competitor device. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
B5 and h6 (health effect - impact code) updated.

Event description:
It was reported that, when trying to pass the biorci screw through the femoral tunnel, the device broke in its proximal part; therefore insertion could not be completed. The broken screw was completely removed from the patient using tweezers. Procedure was completed, after a non-significant delay, with a competitor device. No other complications were reported.